Event description:
It was reported that during the non boston scientific device explant procedure, this right ventricular (rv) lead was found exhibiting high shock impedances out of range. Technical services (ts) recommended to perform a defibrillation threshold (dft) test, nonetheless, the physician decided to not perform it. A new implantable cardioverter defibrillator (ICD) was implanted and connected to this rv lead. The rv lead remains in service and no adverse patient effects were reported.

Event description:
It was reported that during the non boston scientific device explant procedure, this right ventricular (rv) lead was found exhibiting high shock impedances out of range. Technical services (ts) recommended to perform a defibrillation threshold (dft) test, nonetheless, the physician decided to not perform it. A new implantable cardioverter defibrillator (ICD) was implanted and connected to this rv lead. Furthermore, the patient was seen in the clinic and a dft was performed. The high shock impedances out of range were confirmed. The rv lead remains in service and no additional adverse patient effects were reported.